Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The 3.0 x 28 mm xience pro reference is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a de novo lesion with moderate tortuosity, mild calcification and 80% stenosis in the proximal left anterior descending (lad) artery. A guide wire was advanced to the lesion and pre-dilated with a balloon at 10 atmosphere (atm). A 3.5 x 23 mm xience pro stent was deployed proximally overlapping a 3.0 x 28 mm xience pro stent deployed in the mid lad. The stents were deployed at 12 atmosphere (atm). During post-dilatation a dissection was observed at the overlapped area of the stents and another xience pro stent was used to cover the dissection. Finally, timi iii flow was maintained at the end of the procedure. There was no adverse patient sequela noted. There was no reported clinically significant delay in the procedure. There was no interaction of devices. No additional information was provided.